Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to varicose veins. Patient is alleging unable to be retrieved, embedment, iliac vein compression syndrome, dvt, failed filter retrieval surgery. Patient notes and further alleges experiencing "abdominal pain, back pain, leg swelling, fear, stress, anxiety and loss of enjoyment of life". Patient alleges ambulation and sitting difficulty per the (B)(6) 2014 ivc filter placement: "..presented with severe bilateral thigh infections an had a septic thrombophlebitis of the left iliofemoral vein. The patient presented with pe...". "The renals were marked. At this point, the filter was deployed in the standard fashion. A completion venogram revealed good flow into both renals, appropriate position. There was some tilting to the filter, but no extravasation or thrombus". 2per the (B)(6) 2019 ivc filter retrieval attempt: "I was unable to move the tip of the cone off the inferior vena cava. I attempted this on three occasions. I was unable to separate the tip of the filter from the wall of the vena cava. After these maneuvers, I determined that the tip of the inferior vena cava filter was more likely than not imbedded in the inferior vena cava. At this point, all conservative means to remove this filter were exhausted. Any further attempts would result in significantly higher perioperative risk of damage to the inferior vena cava and hemorrhage. I have elected to stop at this time as more involved efforts to remove the filter are associated with greater risk of injury to the vena cava".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: embedment , deep vein thrombosis (dvt), unable to retrieve, iliac vein compression syndrome, abdominal pain, back pain, leg swelling, fear, stress, anxiety and loss of enjoyment of life, ambulation difficulty, sitting difficulty. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported iliac vein compression syndrome, abdominal pain, back pain, leg swelling, fear, stress, anxiety and loss of enjoyment of life, ambulation difficulty, sitting difficulty is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient additionally alleges vena cava perforation and complex filter removal surgery but a fragment is left in the posterior retroperitoneal space during the second removal. Patient notes and further alleges experiencing: "embedded ivc filter". Per the (B)(6) 2019 ivc filter removal: "the snare was advanced to the filter, however attempts to engage the apex of the filter were unfruitful as the filter was incorporated in the wall of the inferior vena cava". Impression: ivc ram demonstrates no thrombus on the ivc filter. The ivc filter was subsequently removed. A single filter fragment is noted in the posterior retroperitoneal space".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for alleged device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, and device fragment. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.